Manufacturer narrative:
Correction to initial MDR: low pacing lead impedance was previously reported. This report is to correct the issue was low hv lead impedance.

Event description:
Correction to initial MDR: low pacing lead impedance was previously reported. This report is to correct the issue was low hv lead impedance.

Event description:
It was reported that low, out of range, pacing lead impedance was observed via review of a remote transmission. No intervention was performed at the time. Patient monitoring will continue.